Event description:
It was reported that the customer's insulin pump had a blank display. There was no significant event reported leading up to the complaint. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the alleged blank display. The customer was advised to monitor the device and to call the helpline back if the issue recurred. The customer's reported blood glucose value was 14.8 mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.